Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock became disconnected while the customer was rock climbing. Customer's blood glucose level was 224 mg/dl. Reportedly, the customer performed fill tubing and removed air gaps. Insulin delivery was successfully resumed.